Manufacturer narrative:
(B)(6).

Event description:
The customer reported that when he uses the defibrillator with a low battery in manual mode, beyond 300 joules there is no real shock and no alarm. The charging time is very high. There was no adverse patient impact reported. / there was no reported patient involvement.